Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the distal tip of the device was broken, and the threads nearest to the tip were worn. Anchor breakages are typically associated with off axis insertion, or incorrect bone hole preparation. However, given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ (B)(4).

Event description:
Screw breakage. The screw broke in unknown procedure. The broken piece was retrieved from patient. Changed new one to complete. There was no adverse event on patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ UDI: (B)(4).